Manufacturer narrative:
Microbiological testing analysis results on retain samples were within the limits. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Updated a2 as additional information regarding the consumers age was received.

Manufacturer narrative:
The device is not available for evaluation as it was discarded. A review of the manufacturing records associated with this lot found the product met all acceptance criteria at the time of manufacture and distribution. Chemical analysis results on retain samples are within the limits. The investigation is ongoing.

Event description:
A distributor reported that one of their optician customer''s had a patient who experienced a burn on their eyes while using the solution. It was also reported the bottle was not filled all the way to the top. The patient visited the optician office where they were given a different company''s solution to use. The patient returned approximately one week later after retrying the lenses with a very red eye and no decrease in visual acuity. The optician referred the patient to an ophthalmologist and a visit was made on the same day. The ophthalmologist informed the optician that a diagnosis of corneal burn on both eyes was made and treatment of 8 days was prescribed. Information was obtained from the patient. They reported they left their lenses to soak in the suspected solution overnight. Upon insertion of the lenses in the morning, the patient felt an immediate burn which forced them to remove the lenses and soak them in an unknown physiological serum. Two days later, the consumer tried to insert the lenses again. A noticeable discomfort and blurred vision appeared. The consumer visited the ophthalmic emergency department where they were diagnosed with a severe burn on both corneas. According to the patient, they were blind for 72 hours with extremely acute pain and their sight decreased. One of the ophthalmologist visited by the patient reported they examined the patient one week after the event initially occurred. It was noted keratitis 1/3 left corneal surface and superficial punctate keratitis in the right eye. Tyndall>+1; diameter >2mm; 3 keratitis located less than 3mm from the optical axis/center. The patient was instructed to not wear contact lenses for 15 days and was treated with tobradex eye drops, vitamin a ophthalmic ointment, celluvisc ophthalmological gel and doliprane oral tablets. The ophthalmologist reported that the keratitis was most likely developed after the chemical burns. Additional information has been requested.